Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: in-stent restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the pt had been complaining of increasing dyspnea in 2009. An angiogram two months later, showed in-stent restenosis of the index lesion. Percutaneous coronary intervention was delayed because the pt was possibly going to need anesthesia back up due to severe sleep apnea. Two days later, revascularization was performed to treat the in-stent restenosis. No additional event or pt information is available.

Manufacturer narrative:
The second xience v 2.5 x 23 mm (lot #8051361) mentioned is being filed under the same manufacturer number. Restenosis, as listed in the IFU, is a known adverse event associated with stenting and is not necessarily an indication of a product quality deficiency. Restenosis, dyspnea, and hospitalization are listed in the risk assessment. No product malfunction was reported at the time of the index procedure. The dyspnea was likely a secondary effect of the restenosis, which resulted in hospitalization and treatment with revascularization. A conclusive cause cannot be determined.